Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was oversensing. The oversensing led to binned fib events and charging, though therapy was aborted. Low r-waves were observed. Lead x-ray and adjusting the sensibility was recommended. The physician opted to monitor the patient. The lead remains implanted.